Manufacturer narrative:
Procedure being performed on (B)(6) 2011 was transurethral resection of the prostate (turp) and insertion of urethral catheter over a wire guide. A segment of the wire guide snapped off during removal and was left inside the patient. The wire was removed from the bladder during a scheduled laparotomy for infraperitoneal bladder perforation (not related to the wire). No adverse effects to the patient were reported due to this occurrence. No portion of the device will be returned due to the wire being disposed of at the facility. Should additional information become available it will be forwarded.

Event description:
Wire snapped during procedure leaving part of it in the bladder. The guide wire was inserted into the bladder. Ioc was then fed over the guide wire. As the guide wire was removed it snapped. During the procedure, the patient was found to have infraperitoneal bladder perforation (not related to the wire) therefore, proceeded to laparotomy, where the piece of the wire was found in the bladder.